Manufacturer narrative:
On 25-feb-2011, additional information was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: a spontaneous report was received on (B)(6) 2011 regarding a (B)(6) year old female patient, initials (B)(6), who experienced redness and swelling in the right leg (from knee to feet), pain in the back of knee, shingles in ear, could not walk and had problems with balance after receiving synvisc. The patient also experienced pain during injections. On (B)(6) 2011, the patient reported the following: the patient has received synvisc in the past. In the current series, the patient experienced extreme pain and swelling in the injected knee and leg. At that point, the patient's swelling was continuing even after five days and the patient was experiencing pain in the back of the knee. On (B)(6) 2011, the patient's spouse reported the following: the patient did not receive injections of synvisc in the past. The patient received injections of synvisc in the right knee on (B)(6) 2011, (B)(6) 2011. The patient developed shingles in the ear (exact ear not provided) after receiving the first injection of synvisc. The second and third injections had to be postponed because the patient could not walk due to problems with her balance. Two weeks later, on (B)(6) 2011, the patient received her second synvisc injection and a week later on (B)(6) 2011, she received her third injection of synvisc. On (B)(6) 2011, the patient was taken by the ems to the hospital and was admitted for redness and swelling of the right leg, from knee to foot.